Event description:
Customer has reported five false positives results on three of the four readers in use. This MDR is to document 1 of 5 false positive results. See (B)(4) for the alternate false positive results. (B)(6) 2022: customer reports obtaining a false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21622j, reader sn (B)(4). Customer retested on the cue covid-19 test for home and over the counter (otc) use using an alternate cartridge and obtained a negative result. A confirmatory pcr (unknown brand) was performed on an unknown date and a negative result was obtained.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in (B)(6) 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.